Manufacturer narrative:
Evaluation summary: a visual and a tactile inspection was carried out on the returned device: traces of dry blood were found on the device. No further issues were detected. The device was flushed and a 0.018¿ guide wire was successfully advanced through the device. During the analysis, an attempt to inflate the balloon was done, and a pinhole was found in the proximal area of the balloon, a few mm from the proximal marker. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a pacific xtreme pta balloon catheter with a 6f sheath and non-mdt guidewire for the treatment of a 100mm plaque cto (chronic total occlusion-100%) lesion in the mid-sfa. Embolic protection was not used. Device was prepped as per IFU without issue. A force pump inflation device was used. Following initial inflation of the device to a pressure of 9atm (first inflation), the physician observed the balloon began to deflate. Physician attempted to inflate the device a second time and observed the same issue occurring. The device was removed from the patient and flushed. The physician observed a leak on the device, confirming the burst. A different model device was then used to complete procedure. No patient injury reported.